Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing a slow rise in shock impedance and values are high, out of range at this time. No noise had been detected on shock electrogram, nor ventricular episodes recorded in the prior 72 hours. The rv lead remains in service. No adverse patient effects were reported.